Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿alaris IV pump was programmed to oxytocin at 2mu. Registered nurse (rn) noticed chamber dripping at higher rate and bolusing patient oxytocin. Pump continued to say rate of 2mu. Later, had issues with "brain of the pump". Pump taken immediately out of service." An incomplete date of event of (B)(6) 2020 was provided.

Manufacturer narrative:
The reported issue of over infusion could not be confirmed as no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. The root cause of the customer¿s complaint of over infusion could not be confirmed as no product or device logs were returned for investigation. A review of the device history record showed the device had a manufacture date of 07/27/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer under tw complaint (B)(4) and sap (B)(4). H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Occupation: risk manager. Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿alaris IV pump was programmed to oxytocin at 2mu. Registered nurse (rn) noticed chamber dripping at higher rate and bolusing patient oxytocin. Pump continued to say rate of 2mu. Later, had issues with "brain of the pump". Pump taken immediately out of service." An incomplete date of event of (B)(6) 2020 was provided.